Event description:
It was reported that a merlin.net transmission revealed an alert for high impedance on the atrial lead. The patient was brought into the clinic and no alert was present. The patient would continue to be monitored.